Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as medical records confirmed patient's ailments. X-rays showed normal appearance without hardware failure or loosening. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical device (UDI): n/a. Concomitant medical products: catalog #: 42511400511, articular surface fixed bearing posterior, lot # 62669066. Catalog #: 42500006201,  femur cemented posterior, lot # 62780740. Catalog #: 42532006701, tibia cemented 5 degree stemmed, lot # 63047905. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01785, 0001822565-2019-01786, 0001822565-2019- 01787. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that bilateral patient underwent left total knee arthroplasty approximately four years ago and subsequently has been experiencing pain and swelling since the procedure.